Event description:
Complainant alleged that during routine testing and preventative maintenance, the device would not allow the energy setting to be changed and the device's charge button would not function. The complainant indicated that there was no patient involvement in the reported failure.